Manufacturer narrative:
No further information communicated on the implanted; however, analysis of the device confirmed normal product operation. To date, the lead remains implanted and in service without additional reported complications at this time.

Event description:
Boston scientific crm received information that during a routine clinical follow-up, high out of range impedances and noise were observed with this chronic pacemaker and right ventricular lead system; implant duration 7.3 years. The physician was able to recreate electrogram noise via arm movements; suspected lead integrity issue. Following surgical intervention, the physician stated the lead was in 'good condition' and the device was suspected to be the contributory factor. No adverse patient effects were reported. Subsequently, the device was explanted and returned for laboratory testing.